Event description:
Litigation alleges pain and discomfort. Update: 3/27/2014- sales rep reported revision surgery. Patient was revised to address pain, metallosis and elevated metal ion levels. There is no new additional information that would affect the investigation.this complaint was updated on: 04/09/2014.update rec'd 12/1/14 - plaintiff¿s preliminary disclosure form was received, which identified dob. The sleeve and stem are being added to the complaint for elevated metal ions. The complaint was updated on: 12/30/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.depuy synthes has been informed that the catalog number and lot number is not available.